Event description:
The facility reported a pump with inaccurate delivery. The pump reportedly "infusing @ 3.8cc/ empties three hours early". It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.